Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not present any faults when initially powered on.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that a technical service engineer (tse) advised the customer to check the condition of sterile adapter (sa) and instrument lock area. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument that was installed on the universal surgical manipulator 4 (usm4) was suddenly removed. The customer noted that the instrument had tension when the issue occurred. The procedure was completing as planned with no reported injury.